Manufacturer narrative:
Product evaluation summary: performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that initial implant of the device was placed too superficial and the device outline was visible in a bulge under the patient's skin. It was also reported that the patient could hear metal when the patient tapped over the device. Therefore, the device was moved to a sub-muscular position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2012. (B)(4).